Manufacturer narrative:
Explanation for h3: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false negative test. Investigation could not be completed due to lack of information. Customer did not provide cartridge serial number, lot number or reader serial number.

Event description:
Customer reports receiving a potential false negative result on an unknown date when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number and reader sn not provided). Customer states she tested positive on alternate covid-19 tests. Testing date, frequency, type and brand name not provided. Although requested, customer did not respond to technical supports requests for further information. See (B)(4) for false negative result reported for family members.